Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose of 588 mg/dl with extreme drowsiness , no ketones. Patient received no unusual treatment. During troubleshooting, customer support found there were air bubbles in the cartridge, and that the patient was not using correct filling technique. There is no indication of product malfunction. This complaint is being reported because the patient experienced hyperglycemia following user error.

Manufacturer narrative:
Follow-up #1: date of submission 4/5/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2016 with the following findings: no product was returned for investigation; a retain sample was pulled for investigation. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. Force test was passed. No defect was found. No failures were observed during incoming inspection of the lot.